Manufacturer narrative:
Examination of the returned devices by the manufacturing supplier confirms the reported material fracture. Review of device history records and finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The density of the insert was analysed and found to be complying with the delivery specification for biolqx®delta components. The microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Erratic secondary metal transfer patterns as a result of contact with metal parts during the surgery can be found on the insert. Primary regular metal transfer can not be found on the insert. The existing metal transfer on the transition I/j was caused by the misaligned position of the insert in the metal shell. Due to the misalignment point contacts between the metal shell and the insert occurred which initiated the fracture. The root cause is misalignment. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Re-open feb 17, 2016 ceramtec report received.

Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Edge of ceramic liner broke while impacting into cup.